Manufacturer narrative:
(B)(4). The model#/cat # identified in section d4 is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated. The 510k number provided is for the domestic similar product. Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
The customer reported that "a disconnection between the maxplus and an amber extension set (not cf) occurred." From the reported info, there were no indications of serious injury to the pts or users as a result of these incidents. No additional info provided. Medical intervention was not required.